Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, it is unknown if the system was in clinical use or not. Insufficient information has been received to determine the patient and procedure outcomes associated with this event. Analysis of the system logs indicated x-ray control issues and acquisition was not possible anymore after that time. A philips field service engineer (fse) checked the system onsite with the help of the philips field service diagnostics toolkit to read out the flexvision-pc and the flexspot-pc, however no fault was found by the tool. The fse stated that a restart of the system solved the issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no display on the device's flexvision monitor. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.